Manufacturer narrative:
E1: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized or treated for the event. The patient outcome was not reported. Pd therapy was ongoing. No additional information is available.